Event description:
The customer reported that the device powers on and off. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). Philips evaluated the device and confirmed the problem. The device was repaired by replacement of the battery. The device passed all testing and was returned to the customer.